Manufacturer narrative:
"This report is part of a retrospective review and remediation efforts in response to a warning letter. Correction/removal number: z-0958-2020. (B)(4). S/w 2.9d. Unit had cracked case battery side and cracked battery tube threads. Unit passed displacement test. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ""defects"" or has ""malfunctioned"". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act."

Event description:
(B)(6) 2018 16:42:53 pst ice batch user (batch_ice) phone (B)(6) complaint: (B)(4) complaint status: in process mdt initial contact: cecilia irene martinez nunez taken by: martic128 inquired what led up to the complaint. Customer response: pat called to report that the pump's case is broken. Ng1067000h last bg was 154mg/dl bumped/dropped/cosmetic damage t/s per dop114-980. Question - is the customer reporting cosmetic damage, the pump was bumped, or pump was dropped? Response: crack. Question - does the infusion set show signs of damage? Response: no. Question - does the reservoir show signs of damage? Response: no. Question - does the pump show any signs of physical damage? Response: crack. 1. Type of damage is: crack. 2. Damage occurred: doesn't know. 3. Location of the damage is: batt side. Adv the pump will need to be replaced. Adv to discontinue use of the pump and revert to backup plan per hcp's instructions. Expl rpl policy. Customer's outcome pertaining to the complaint: expl we will repl pump. C/ maudes 23, 2o d, 28003 t. 915336183 / 610935356 9-2pm cr 2/mar ship: nothing / return: nothing country: spain city: madrid zip: 28040 input date: 02/28/2018 warranty start: 02/26/2016 warranty end: 02/25/2020 batch - ng1067000h ---------------------------------------- 03/15/2018 16:28:32 pst ice batch user (batch_ice) phone 818 362 5958 complaint: 0006048764 complaint status: completed mdt initial contact: cecilia irene martinez nunez taken by: martic128 inquired what led up to the complaint. Customer response: pat called to report that the pump's case is broken. Ng1067000h last bg was 154mg/dl bumped/dropped/cosmetic damage t/s per dop114-980. Question - is the customer reporting cosmetic damage, the pump was bumped, or pump was dropped? Response: crack. Question - does the infusion set show signs of damage? Response: no. Question - does the reservoir show signs of damage? Response: no. Question - does the pump show any signs of physical damage? Response: crack. 1. Type of damage is: crack. 2. Damage occurred: doesn't know. 3. Location of the damage is: batt side. Adv the pump will need to be replaced. Adv to discontinue use of the pump and revert to backup plan per hcp's instructions. Expl rpl policy. Customer's outcome pertaining to the complaint: expl we will repl pump. C/ maudes 23, 2o d, 28003 t. 915336183 / 610935356 9-2pm cr 2/mar ship: nothing / return: nothing country: spain city: madrid zip: 28040 input date: 02/28/2018 warranty start: 02/26/2016 warranty end: 02/25/2020 batch - ng1067000h